Event description:
It was reported the light source had blurry image. It is unknown when the issue occured. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e1, e2, e3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's allegation was confirmed. Furthermore, during the device evaluation it was found that there was water intrusion inside the device and fluid on the board, as well as, the front one touch connector was damaged by oxidation and rust. Based on the results of the investigation, it's likely the loss of image on the monitor occurred due to damage plus oxidation and rust on the front one touch connector, which resulted in a communication failure. Additionally, it's likely the front one touch connector was damaged by oxidation and rust because there was water intrusion inside the device and fluid on the board. A definitive root cause of the water intrusion inside the device and fluid on the board, the loss of image, and the dmaged connector was unable to be identified. Olympus will continue to monitor field performance for this device.